Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating the battery did not charge. Remote support from the customer care solution was received, during which the customer confirmed that the problem had been resolved and the device no longer presented any type of problem. Multiple attempts were made to request information regarding how the issue had become resolved; however, no information was made available. Based on the information available there is insufficient information to confirm the reported problem. The customer confirmed the problem has been resolved and no longer presented any type of problem. The investigation concludes that no further action is required at this time.